Event description:
It was reported that the patient was having pectoral muscle twitching with atrial pacing. The atrial lead had high threshold and was noted to have been programmed to unipolar. The device was reprogrammed and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 implantable pulse generator 2011 (B)(6). (B)(4).